Event description:
It was reported that the lens was inserted and then the physician determined that a different diopter was required. The lens was removed, an anterior vitrectomy was performed and the lens was replaced with the same model with a different diopter. It was stated that it was unclear if patient anatomy was a factor. No patient complications were reported.

Manufacturer narrative:
The intraocular lens was received for inspection. The lens had one distorted haptic and appears to have evidence of viscoelastic. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.